Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 9/01/2016 with the following findings: a review of the pump black box data and alarm history showed frequent replace battery alarms. During a visual inspection of the pump, multiple battery compartment cracks were observed. There was corrosion observed inside the battery compartment. A leak test was performed and leaks were found in the battery compartment. The pump powered on normally. During testing, current draws were found to be within specifications. The pump case was opened and evidence of moisture damage was found on the printed circuit board. The complaint of a battery life issue was not able to be duplicated during investigation. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a power issue. The reporter claimed that low/replace battery alarms are occurring more frequently than indicated in the user manual. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.